Manufacturer narrative:
Patient information was not available at the time of filing. Date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was sticking causing high pressure delivery. There was no report of patient injury.

Manufacturer narrative:
Customer contact reported there is no patient information available. Date of device manufacture updated.